Manufacturer narrative:
Device was initially received for the complaint that the housing was cracked. During investigation found the downstream occlusion (dso) seal and upstream occlusion (uso) seal needed replacement for separating from the chassis. This malfunction makes the event reportable. Review of event log/alarm history found that the events of cassette attachment failure that confirms the complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the rear housing damage, air detector dented, dso seal torn and delaminated, lcd lens contaminated, missing plastic pogo pin covers and missing battery compartment door and got replaced. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the housing was cracked. During investigation found the downstream occlusion (dso) seal and upstream occlusion (uso) seal needed replacement for separating from the chassis. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.